Manufacturer narrative:
H3: product analysis of product:cx01b-c, lot:231731554 visual and optical inspection confirmed the mixer has been used. The remaining cement has hardened inside the mixing tube. The mixer can not be checked for leaks due to the hardened cement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country of origin is germany. G4 510k (#): this product ID cx01b-c is not marketed in united states, however a similar product with product ID: cx01b, UDI: (B)(4), 510k (#): k102397 is marketed in united states. H3: evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an healthcare provider (hcp) via a manufacturer representative regarding a device used for spinal therapy. It was reported that the mixer leaked on two consecutive occasions and the liquid bone cement could not be contained in the mixer. The labeling was followed throughout the procedure, and the cement was placed in the mixer first, but this did not prevent the leaking. There was no patient involved. The type of procedure involved during the event was balloon kyphoplasty (bkp). And the event was took place at back table hence no patient involved.